Manufacturer narrative:
Continuation of d10: product ID 24967, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the mobile programmer lost electrograms (egm) signal while pace mapping on the right ventricular (rv) channel. The egms returned and the procedure continued. It was further reported that the mobile programmer lost communication with the cardiovascular implantable electronic device (cied) for approximately four minutes when the cied was handed off to the physician. Communication resumed after the cied was implanted. The patient connector was repositioned over the patient when communication was reestablished with the cied. No egms appeared for the cied when it was attempted to perform tests through the cied. The egms returned and the procedure continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment that the mobile programmer lost electrograms (egm) signal was confirmed. The customer comment that the mobile programmer lost communication with the cardiovascular implantable electronic device (cied) could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.